Event description:
It was reported that during the follow up for this patient, they complained of pain in their lateral area. This right ventricular (rv) lead was tested for capture thresholds measurements and they complained of pain during the test and this lead showed and an increase in capture threshold measurements. The physician opted to explant and replace this lead with a new lead in a different area. No additional adverse patient effects were reported.